Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, replaced parts, and did not find an instrument malfunction. The fse ran twenty replicates of quality controls, which were within range. On a subsequent visit by the fse, the following were checked and no issues were identified: sample probe bottom calibration; sample probe spindel; sample probe retrofitting; incubation ring; ring motion. The customer reported that they had obtained additional discordant results after the initial fse service visits. An fse was dispatched to the customer site. The fse readjusted the sample probe cuvette bottom position, replaced the sample air pump assembly, and replaced the printed circuit board sample pressure sensor. The fse calibrated the instrument, ran quality controls, and ran precision, all of which was within range. An additional discordant result was obtained after the service visit for another assay. The decision was made to replace the advia centaur s/n (B)(4). The instrument was replaced on (B)(4) 2013. Instrument information: brand name: advia centaur; common device name: immunoassay analyzer; model #: advia centaur; catalog #: 078-a002-02; product code: jje; the 510(k): k971418.

Event description:
A (B)(4) advia centaur rubella g result was obtained for a patient sample. Repeat testing was performed after centrifugation and the result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.